Event description:
Reportedly, the physician was surprised about the displayed residual longevity estimation of the subject pacemaker. The physician would like to know if this estimation is correct.

Manufacturer narrative:
On (B)(4) 2013, this event concerns a device that was manufactured and used outside the united states. The device model involved in this MDR report is not approved in the u.s.; however, it is similar to symphony/rhapsody pacemaker models approved under p950029. Analysis is pending.